Event description:
A live worm and nest were found in the cap of an insulin syringe. Pt requested that this event be reported to the FDA. The MFR was contacted. Per MFR one opened and forty-one unopened samples were received. Visual examination found a worm inside the blister package of the opened sample. No irregularities or foreign matter was found in the unopened samples. A review of the lot history records was conducted. Inspectors visually examined and disassembled 1,800 syringes. No defects related to the complaint were found. Also, no defects of this type were found in the subassembly inspection reports. The maintenance dept, which handles pest control for the plant, was consulted. No unusual occurrences happened during the time this lot was produced. The plant does have extensive pest control procedures and performs compliance monitoring of these procedures. A search of records for the past year was conducted. No other complaints have been registered on this lot and no similar complaints have been made on this product. This lot was sterilized by gamma radiation; it is unlikely that an insect could have survived the irradiation process. There is the possibility that this occurred at some unknown point during the shipping or storage process. The appropriate plant personnel have been informed of this complaint for their awareness on future production.